Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have the curved blade broken at the base. A piece approximately 0.643" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the 8mm harmonic ace instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before use. The customer did verify the tip was broken. The surgical procedure was a gastrectomy. There was no collisions, and no fragments fell into the patient.